Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, paroxysmal atrial fibrillation, history of bleeding, chronic kidney disease and hematological disease. Complications reported included stroke, ischemic transient attack, bleeding, thrombus, patient device interaction problem (residual shunt); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: percutaneous left atrial appendage closure in patients with cardioembolic breakthrough stroke: an international observational study b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "percutaneous left atrial appendage closure in patients with cardioembolic breakthrough stroke: an international observational study", was reviewed. This research article is a multicenter retrospective experience to evaluate the long-term clinical and imaging outcomes of atrial fibrillation patients experiencing cardioembolic stroke despite optimal oral anticoagulation (oac) who underwent left atrial appendage closure (laac). Devices included in the study were amplatzer amulet, watchman flx, and watchman 2.5. The article concluded that laac performed four months after the index stroke appeared feasible and safe. The 2-year stroke recurrence rate suggested good efficacy when combining laac and oac in preventing stroke in the high-risk population. [The primary and corresponding author was lorenz räber, department of cardiology, bern university hospital, university of bern, bern, switzerland, with corresponding email: lorenz.raeber@insel.ch.] This study included all percutaneous laac attempted in atrial fibrillation patients experiencing an ischemic stroke under oac between 01 june 2012, and 31 december 2023. A total of 95 patients were included in the study, of which 41% (39) received an abbott device. The average age was 74.1 years. The majority gender was male. Comorbidities included arterial hypertension, diabetes mellitus, paroxysmal atrial fibrillation, history of bleeding, chronic kidney disease and hematological disease.